Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched; the analyst noted that the lead had been stretched so that the inner tubing buckled and prevented the helix from functioning properly; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there were issues with the helix extending. The lead was not used. No patient complications have been reported as a result of this event.